Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure. The left ventricular (lv) lead had dislodged. The lv lead was revised and remains in use. No patient complications have been reported as a result of this event.